Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to: sui, right ovarian cyst, urethrocele; concurrent procedures-bso and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent incision for implantation of neurostimulator electrode, sacral nerve (transforaminal placement), incision and subcutaneous placement of peripheral neurostimulator pulse generator and intraoperative programming interstim therapy on (B)(6) 2011, due urge incontinence and frequency urgency. It was reported that patient underwent removal of interstim on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died, but no additional information was provided.